Manufacturer narrative:
Investigation: the initial details provided were that ¿the stent balloon was defective immediately after implantation in the patient. As a result, the stent could not be deployed and positioned. The stent was difficult to retrieve and position in the patient. ¿ other details provided were that the procedure was part of a bevar procedure and the target was the left renal artery. The details state that the balloon did not rupture during deployment. The endograft used in the procedure was a cook medical custom made device. The customization of the endograft is not known. The details mention upon withdrawal of the balloon the device was intact and that the stent was open enough to get a abbott mustang balloon inside the advanta v12 to further dilate the balloon. The device in question has not been returned and no images of the device were provided to aid into the investigation. A review of the device history records has been conducted to ensure the product met all quality and performance requirements. The review did not identify and anomalies or non conformances that would suggest that the product did not meet all product performance and quality requirements. A review of the inventory associated with this production lot of catheters indicates that there is no inventory available for bench testing. Without the device in question or images of the device and or images from the procedure the complaint cannot be confirmed nor can any device nonconformity. A complaint history, complaint trend, and CAPA review did not identify any related complaints, capas, or trends to specifically aid in the investigation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. There is no indication of a nonconformity existing with the product. Without the device or pictures to evaluate, there is no ability to investigate the physical product. The complaint details indicate an inability to deploy the stent but then state it was able to be deployed enough to be able to successfully perform a post dilation at the intended target using a different balloon catheter. The complainant indicated the balloon did not rupture. Based on the information provided in the complaint and the review of the device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the investigation the root cause is impossible to define. The product met all quality and performance requirements. H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
Updated investigation summary: the initial details provided were that ¿the stent balloon was defective immediately after implantation in the patient. As a result, the stent could not be deployed and positioned. The stent was difficult to retrieve and position in the patient". Other details provided were that the procedure was part of a bevar procedure and the target was the left renal artery. The details state that the balloon did not rupture during deployment. The endograft used in the procedure was a cook medical custom made device. The customization of the endograft is not known. The details mention upon withdrawal of the balloon the device was intact and that the stent was open enough to get a abbott mustang balloon inside the advanta v12 to further dilate the stent. The device in question was returned and evaluated to determine the cause of the complaint. Upon opening the returned product, it was noted that there was no stent on the balloon. This correlates with the complaint detail indicating the stent was implanted in the patient by using an abbott mustang balloon to expand the stent. The imprint of the stent frame was clearly visible on the surface of the balloon. The imprints of the stent frame are indicative of a stent that was properly crimped on to the balloon. The balloon was slightly opened on the proximal cone however the distal cone did not appear to have seen positive pressure. The surface of the balloon was inspected under 20x magnification but no hole in the balloon was detected. The balloon was then pressurized to determine if there was a leak in the balloon. When the balloon was pressurized, a leak in the balloon was noted just prior to the distal radiopaque ro marker band on the main body of the balloon. Under 50x magnification an image of this leak shows a small hole that was particularly round and approximately 1mm in area. The hole in the balloon was large enough to prevent the balloon from opening. As the device was leaking, the complaint has been confirmed. Because this device was used in conjunction with a modified endograft there is a possibility that the product was damaged during the procedure. As with many endografts, including the cook endograft used in this case, endografts have extremely sharp fixation barbs and if they were to make contact with the balloon, would rupture the balloon. Since the device had been used in conjunction with a cook endograft, bench testing was conducted in which a puncture was made in a balloon by an endograft. The punctures on the returned device and the bench testing sample appear similar. The hole was also compared to pinholes identified from production nonconformances (not associated with this lot of devices). The hole does not appear similar to any holes seen in production. Based on these evaluations, we cannot say with certainty what caused the hole in the balloon of the returned device, and therefore the root cause is impossible to define. There is no indication the product was manufactured with a hole in the balloon. A thorough review of the device history records was conducted and did not identify any anomalies, deviations, or nonconformances related to this event. All product quality and performance requirements were met. There has been no other complaints associated with this lot of stent delivery systems. The occurrence of this complaint did result in a complaint trending excursion for the hazardous situation/harm of "balloon leak or burst during procedure/occlusion, embolism or additional intervention required" which exceeded the 3 standard deviation limit due to 2 total complaints received for the month of march 2023. This trending excursion will be escalated per corrective action request (B)(6). A risk review was conducted and the risk management file adequately covers this complaint. Investigation findings code: imdrf c24 - malfunction observed without conclusive finding.

Event description:
During a bevar - target vessel left renal artery procedure. The balloon of the stent was defective immediately after implantation in the patient. As a result, the stent could not be deployed and positioned. The stent was difficult to retrieve and position in the patient. The stent remained in the patient.

Event description:
The balloon of the stent was defective immediately after implantation in the patient. As a result, the stent could not be deployed and positioned. The stent was difficult to retrieve and position in the patient.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.